Event description:
It was reported that during use of the bd max¿ system, there were an unspecified number of sars-cov-2 false positive results. Positive tests were all repeated. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max reconditioned instrument (catalog number 44191609 and serial number (B)(6)) had "false positive" results. Customer reported several false positive results. Service analyzed the log files and database, only unresolved results (unrs) were noticed. Service dismantled the lls module and cleaned the tip ejection, cleaned instrument. Then performed a qualification run successfully; and the instrument was turned back over to the customer. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for instrument ct0709 is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, there were an unspecified number of sars-cov-2 false positive results. Positive tests were all repeated. There was no report of patient impact.